Event description:
It was reported that during a drug eluting stenting treatment procedure the balloon was sticking to the stent and withdrawal difficulties were encountered. The physician had successfully deployed the taxus express2 8.8% 2.50 x 8.0 mm drug eluting stent. While attempting to withdraw the stent delivery device, he noted resistance and the balloon retracted only slightly. The physician was able to withdraw the stent delivery system with force. No pt injuries or complications were reported.